Event description:
It was reported that during a hand-assisted colectomy procedure, the device was fired at the distal end of the colon when the staples in the middle of the staple line did not form all the way. One leg on a few staples did not form. A leak test was performed and did not show a leak. The surgeon over sewed the staple line. Suture was used to complete the procedure. The patient is still on the table and no adverse consequences reported. Additional information received on 6/1/2010: surgeon indicated that the malformed staples were present at the crotch of the stapler and center of the staple line. The staples were more on the right side when looking down on the anvil.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight and articulated positions with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Batch history review has been completed with no anomalies reported.